Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the probe wash collar was misaligned and was causing the leak. The fse realigned the probe wash collar, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the unicel dxh 800 coulter cellular analysis system onto the sample vials. The volume of the leak was a few drops and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.